Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This ICD remains in-service at this time. No adverse patient effects were reported.